Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the handle closed and nosecone over captured by the capsule. Delamination was observed along the capsule. Deformation was observed to the distal end of the inner member. The handle retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected with an infold noted. It was not possible to load an in-house valve as the stylet could not be inserted into the inner member due to deformation to the inner member. No other deformation was evident to the remainder of the device. Updated: d9, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the deployment starting point was at the bottom of the pigtail catheter. A non-m edtronic (innovi) guidewire was used during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-29 and the delivery catheter system (dcs) d-evolutfx-2329, the valve sizing matched the patient measurements and the valve and system were loaded by a certified technician. The valve check was initially satisfactory. During pre-dilation with a 24 millimeter (mm) balloon, the balloon slipped up and down several times. The valve and system were subsequently removed from the patient. When the valve and system were implanted at the level of the annulus, dislodgement occurred during free rotation. A new valve and system were loaded, but thevalve check was incorrect due to one skirt being bent. Another new valve and system were loaded, and the valve check was correct. The valve and system were then placed at the level of the annulus and free rotation, and dilation was performed again, resulting in a perfect outcome. No patient complications have been reported as a result of this event. Additional information was received indicating that the deployment starting point was at the bottom of the pigtail catheter. A non-m edtronic (innovi) guidewire was used during the procedure. Additional information was received to report the valve was fully implanted at an implant depth of -1mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). However, the valve dislodged into the aorta to a depth of 3mm on the ncc and lcc. Clarification was also received to note when the "bent skirt" was noted in the valve frame, this was observed via fluoroscopic inspection.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-29 and the delivery catheter system (dcs) d-evolutfx-2329, the valve sizing matched the patient measurements and the valve and system were loaded by a certified technician. The valve check was initially satisfactory. During pre-dilation with a 24 millimeter (mm) balloon, the balloon slipped up and down several times. The valve and system were subsequently removed from the patient. When the valve and system were implanted at the level of the annulus, dislodgement occurred during free rotation. A new valve and system were loaded, but the valve check was incorrect due to one skirt being bent. Another new valve and system were loaded, and the valve check was correct. The valve and system were then placed at the level of the annulus and free rotation, and dilation was performed again, resulting in a perfect outcome. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012978892); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint valve loaded inside the delivery catheter system (dcs) at medtronic¿s quality laboratory, the valve was removed from the dcs and forwarded to the return product analysis lab in a heart valve return kit jar, fully submerged in a cloudy 0.2% glutaraldehyde solution. Visual analysis showed the valve was discolored, with evidence of blood contact. The valve appears crimped, with the valve tissue appearing desiccated. All leaflets exhibited signs of desiccation, creases, and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the dcs for an unknown duration. The leaflets were stiff yet slightly flexible. All leaflets appear to be in the open position. Thrombus was observed on the commissures and frame. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The outflow and inflow displayed an elliptical appearance. During the evaluation of the dcs in galway, an infold on the valve was found. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. It is possible that the compressed state may be associated with the valve being loaded inside the dcs for an unknown duration of time. Due to the receipt condition, a deployment simulation to further evaluate against the infold event cannot be performed. Corrected: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-29 and the delivery catheter system (dcs) d-evolutfx-2329, the valve sizing matched the patient measurements and the valve and system were loaded by a certified technician. The valve check was initially satisfactory. During pre-dilation with a 24 millimeter (mm) balloon, the balloon slipped up and down several times. The valve and system were subsequently removed from the patient. When the valve and system were implanted at the level of the annulus, dislodgement occurred during free rotation. A new valve and system were loaded, but the valve check was incorrect due to one skirt being bent. Another new valve and system were loaded, and the valve check was correct. The valve and system were then placed at the level of the annulus and free rotation, and dilation was performed again, resulting in a perfect outcome. No patient complications have been reported as a result of this event. Additional information was received indicating that the deployment starting point was at the bottom of the pigtail catheter. A non-medtronic (innovi) guidewire was used during the procedure. Additional information was received to report the valve was placed at an implant depth of -1mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). However, the valve dislodged into the aorta to a depth of 3mm on the ncc and lcc. Clarification was also received to note when the "bent skirt" was noted in the valve frame, this was observed via fluoroscopic inspection.